Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37761, serial # (B)(4), product type recharger.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient could not charge their ins this morning. The patient stated they woke up in pain but when they tried to use the ins recharger (insr), the metal connector pin broke off leaving the dead insr unable to be charged. The patient was able to remove the connector pin from the insr. A replacement dtc was sent. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the recharger ((B)(4)) found that there was a broken connector pin in the cable assembly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.